Manufacturer narrative:
(B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection identified an external leak blood due to a very small hole on the return line. The reported condition was verified. The leak was due to a line perforation. The cause of the perforation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during use with one unit of a prismaflex st150 set, an external blood leak from return line was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.